Event description:
Same case as: 2134265-2013-09403 and 2134265-2013-09404. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention, it was noted that the motor drive unit (mdu) was unable to perform pullback. Upon pullback image of the lesion also disappeared. No patient complications reported and patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2013-09403 and 2134265-2013-09404. It was further reported that the facility is using the original device without problem. It was confirmed that there was a problem with the concomitant opticross¿ imaging catheter.